Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 2000 ohms resulting in a lead safety switch. The health care professional would have the patient come into the clinic. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).